Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as surgical damage, broken on the anterior side assessed as unidentified (tear) and missing on the posterior side assessed as inconclusive. Shell thickness was within specification). Additional observations. Red particle observed on the device. Non penetrating nick. No further actions are required as the device was implanted.